Event description:
It was reported that the pump was "emptying normally" for months after it was implanted, but then the pt experienced morphine withdrawal symptoms. At the last three refill sessions there was a discrepancy between the calculated and the actual reservoir volume. A rotor test of the pump was done and the results were normal. The physician suspected that the catheter was kinked. The catheter was revised; the v-anchor and the sutureless catheter connector were replaced. There were no indications of a pump problem; the pump was replaced due to the insistence of the pt. The pt kept the pump that was replaced. The medication being delivered via the device systems was morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).